Manufacturer narrative:
(B)(4). The customer has reported that the sample will not be available for evaluation; therefore, the complaint could not be confirmed. The actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
The complaint is reported as: "plastic portion of the blade is broken in the package before use". There was no report of patient injury or harm.